Event description:
Explanted femoral component and poly due to loosening and failure per md. Explants sent to biomed. Patient status post right total knee replacement performed a little over two years ago. The patient has had a persistent knee pain and effusion on the right side. He has a left total knee replacement which he is very pleased with. More recently, he has described mechanical symptoms and clunking in the knee. This has led to him having periods and episodes of instability with the right knee. Radiographically, the components appear to be well aligned, in good position, and without evidence of loosening. The knee was aspirated as well as esr (erythrocyte sedimentation rate)and crp (c-reactive protein) drawn which were negative for any signs of infected arthroplasty. Despite his negative workup, the patient was having significant disability and could not go on living with these type of symptoms, and he was offered a revision of his right total knee arthroplasty with an exploratory-type surgery.